Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model ch-10. This product was used for the di, product code, and 501k. E1. Addtional contact: (B)(6). The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a chemosafelock bag spike that experienced leakage. It was stated in the report, ¿leakage¿. Translated from japanese: "a patient receiving cyramza via chemosafelock experienced leakage from the connection between the bag spike and the infusion set. After connecting the bag spike and the route, the nurse was observing the infusion for about five minutes when leakage occurred from the bag spike."

Manufacturer narrative:
D9 device returned to manufacturer on 8/1/2025. One (1) used list #kl-bs001u3, chemosafelock bag spike was returned for evaluation. As received, an incomplete insertion between the spike into the chemolock was observed. The returned set was primed and a leaks between the spike and the chemolock bond was confirmed. Complaint of leaks can be confirmed. The probable cause is an error during assembly process. A device history lot # review could not be conducted because no lot number(s) was/were identified.